Manufacturer narrative:
(B)(4)

Event description:
It was reported that the physician made a new pocket due to the patient experiencing pain in the old pocket. The device remains implanted. The patient was in stable condition.